Event description:
My husband contracted stomach cancer and was diagnosed as stage IV on (B)(6) 2020. His primary oncologist said it had probably been developing over two years due to its stage of advancement, so since approximately (B)(6) 2018. We had purchased the CPAP machine and he had been using it for a few months prior to this time (summer 2018). Although he passed away from covid-19 due to his compromised immune system from the chemotherapy, the doctor said we had less than a year with him due to the cancer. The philips (B)(4) notification we received listed "toxic carcinogenic effects" as a potential risk of the device, so we wanted to report his cancer here. It also listed adverse effects to other organs, such as the kidneys and liver, and he had also been diagnosed with cirrhosis of the liver. FDA safety report ID# (B)(4).